Event description:
No statistics or automatic cap reforms noted during interrogation. In 2004, call from patient with complaint of shortness of breath and vertigo. Patient advised to go to ER. Interrogated device found vvir. R-response programmed off. Pacemaker syndrome resolved. All statistics and auto capacitor reforms without fault.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.